Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during unpacking, it was found that the handle cannula had separated from the handle. The procedure was completed using another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4) handle cannula detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation results of flare detached. A visual analysis of the returned device found that the flare detached. The catheter was slightly kinked in the extreme of the strain relief and near the dongle. The handle was in good condition and the device has evidence of flaring process. Based on the available information and the device condition, the most probable root cause of this complaint is handling damage; as the event occurred during unpacking/preparation. A DHR (device history record) review was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a polypectomy procedure performed on (B)(6) 2015. According to the complainant, during unpacking, it was found that the handle cannula had separated from the handle. The procedure was completed using another rotatable snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.